Event description:
The instrument broke into two pieces. All pieces were retrieved.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During broaching, the sz 5 actis femoral broach fractured. The break occurred at the most proximal end. Where the branch attaches to the branch handle. The surgeon utilized a vice grip/slap-hammer construct to remove the broach. A broach handle would no longer attach to the broach. Kincise was being utilized.